Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported unintended movement associated with knob slippage. However, it was noted that the knob was unstable/loose and the distal tip could not be fully straightened. Unstable/loose knob and distal tip unable to fully straighten (positioning failure) may be related to a potential product quality issue, therefore, exception (issue) 135713 was initiated to evaluate whether a product issue exists. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided and the returned device analysis (unable to confirm the reported knob slippage), a cause for the reported unintended movement associated with knob slippage cannot be determined. However, the observed unstable/loose knob and distal tip unable to fully straighten (positioning failure) may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During preparation of the steerable guide catheter it was identified that the +/- knob would return to the neutral position when turned in the negative direction. The steerable guide catheter (sgc) was discarded and a new sgc was selected. During the procedure, a mitraclip was successfully placed before the clip was unlocked and repositioned on the leaflets, after which it was identified that one of the grippers would not descend. Troubleshooting was performed by cycling the grippers together and separately unsuccessfully. The clip was closed, inverted and removed from the patient. A new mitraclip was selected and implanted successfully. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported. 26 august 2025: device analysis determined that code 1158 - positioning failure straighten unable is applicable which is reportable. Inability to straighten the sgc/tsgc tip or cds/tcds has the potential to cause difficulty removing the device and damage the tissue or may require intervention for the removal of the device. Inability to straighten the sgc/tsgc tip or cds/tcds is reportable.